Event description:
The export aspiration catheter was used to treat a patient. Device was inspected and prepared prior to use as per IFU with no abnormalities noted. Post procedure it was reported that coloured material was observed in the filter. The device and filter were returned to the manufacturing facility and the debris was confirmed to be green in colour. A non-medtronic guidewire was used during the procedure. Patient was ok post procedure and no clinical sequelae were reported.

Manufacturer narrative:
Results and conclusion: (conclusion not yet available: evaluation in progress).